Event description:
It was reported that after implantation of an elevate anterior, the patient had difficulty voiding. The patient initially underwent 2 voiding trials and failed them. 250 cc were instilled. The patient voided 150cc. A post residual void was 220 cc. This was repeated and the patient had a 335 cc post residual void. The patient was "d/c" with a foley catheter. On an unspecified date, the patient had another voiding trial. 360 cc sterile water was instilled. The patient voided 320 cc's. The post residual void was noted to be 0 cc. The event was considered resolved with no sequelae on (B)(6) 2015. There were no further patient complications reported in relation to this event. Related to manufacturer report # 2183959-2015-00402